Event description:
It is reported that the device was implanted on june 19, 2000. The pt had cystic lesions developing in the proximal portion of the tibial distal to the tibial baseplate stem. The device was revised on april 18, 2006. Dr. Buie's interoperative findings "found that there were tracts extending down into the cystic area from the medial screw. This all was debrided and was sent to pathology."

Manufacturer narrative:
Section f was completed by the manufacturer. Information was received from a distributor who is not required to complete form 3500a. H3: evaluation summary: cause cannot be definitively determined. H6: evaluation codes: 100-68 congruent tibial insert exhibits wear on medical and lateral articulating surfaces and on spine. Scanning electron microscopy analysis showed wear and third body particles. Energy dispersive spectroscopy analysis of the particles showed c, o, al, si, mg, ca, s cl, k, na, and fe, and analysis of insert material showed a carbon peak in spectrum typical of uhmwpe. Manufacturing records could not be reviewed due to insufficient information (lot number).